Event description:
Patient had gj tube (dual lumen) placed late last year. The g port was clogged the following day due to medications. Creon (pancreatic enzyme) ordered to declog the port. In the process of declogging, approximately 7 cm of the device broke off and lodged in the g port. (The gj tube did not need to be replaced as the patient passed the swallow test and began to take (po) food/fluids.)

Event description:
Patient had gj tube (dual lumen) placed late last year. The g port was clogged the following day due to medications. Creon (pancreatic enzyme) ordered to declog the port. In the process of declogging, approximately 7 cm of the device broke off and lodged in the g port. (The gj tube did not need to be replaced as the patient passed the swallow test and began to take (po) food/fluids.) Manufacturer response for declogger, bionix medical technologies (per site reporter).